Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow up when inappropriate mode switch episodes due to far field r wave oversensing were observed. The device was reprogrammed. The patient was asymptomatic and normal follow up will continue.